Manufacturer narrative:
A medtronic representative, following-up at the site, reported the issue occurred after completion of navigation, there was no delay of therapy. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Manufacturer narrative:
The system camera (a.k.a. Psu) was replaced on the system. The returned psu (position sensor unit) had no observed connection issues but did fail an aak (accuracy assessment kit) test at .39 mm. After replacing the camera, the system tested to be fully functional. Log files were analyzed, but did not provide any information regarding the cause of the connectivity issue. Unable to determine root cause of the connectivity issue.

Event description:
A medtronic representative reported that, while navigating in a transsphenoidal procedure, the camera stopped working. The navigation system showed a localizer not connected message in the software and the amber fault light was on. This issue occurred after navigation was completed. A second navigation system was brought in and the surgeon completed the procedure with the use of the alternate navigation system. There was no impact on patient outcome.